Event description:
Laparoscopic procedure: "applied medical retrieval bag failed to deploy properly and fell back into pt abdomen during laparoscopic procedure. Bag was retrieved w/o injury to the pt." Pt status: no injury to pt.

Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.